Manufacturer narrative:
Device evaluation of charger/modem sn (B)(4) has been completed. The reported problem (does not recognize battery packs) was confirmed. As received, the charger/modem was unable to recognize a battery pack. Upon evaluation, the battery board was misaligned with the j5 connector. The cause of the inability to recognize the battery packs is the misaligned board. The root cause of the misaligned board is an assembly error. No adverse event resulted from the defective charger/modem.

Event description:
A us distributor contacted zoll to report that a patient's charger/modem was unable to recognize a battery pack to initiate charging.